Event description:
Complainant alleged that during biomed testing the device's pacer output resets to zero. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis of failures of this type has not identified an increase in trend.